Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm, a yellow wrench, and a yellow ac power indicator while the controller was connected to the power module (serial number: (B)(6)) was not able to be confirmed. No log files were able to be submitted for review. The power module returned to abbott in unremarkable physical condition. The power module booted up and functioned as intended. The unit was returned to the customer ready for patient use. Provided information indicated that exchanging the power module was done after troubleshooting had failed to resolve the issue. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be determined via this investigation. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power alarms, explains alarms that would produce a yellow wrench and the action to take if these alarms cannot be resolved, and informs users on steps to troubleshoot all power module indicator combinations and alarms. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that when a system controller was connected to a power module (pm) issued in may. The system controller showed no external power with a yellow wrench illuminated. While on wall power the power circle indicator on the power module was yellow. The power module battery was re-installed, a self test performed, but the issue did not resolve. A exchange was requested.

Manufacturer narrative:
Section a1-a4: patient information was requested but not yet provided section d4: expiration date and manufacture date (h4) will be provided upon investigation. The primary UDI number in d4 is reflective of all available information. Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.